Event description:
It was reported that the pacemaker dependent patient presented as being symptomatic with pauses from oversensing noted on the stored electrogram. The lead had sustained rib clavicular crush damage, so it was capped and replaced.

Manufacturer narrative:
Na